Manufacturer narrative:
H6. Evaluation codes: updated. Investigation of this complaint was limited because no sample, nor photo was provided. The reported issue cannot be confirmed by this investigation nor further assessed. The root cause remains unknown. A device history record (DHR) review could not be performed as the lot number was unknown. Complaint history was checked, and no trend of similar incidents was identified.

Event description:
It was reported the inner cylinder was not included. The event occurred in (B)(6) 2023. There was no patient harm/adverse event reported.

Manufacturer narrative:
B3: month and year of event have been provided, day is unknown. D4: lot number, UDI number, expiration date, and h4: manufacture date are unknown; no information has been returned to date. E2 - incorrect due to system limitations. Initial reporter is sales account representative. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.